Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that when they changing the reservoir that time piece of plastic chip off from the reservoir. The customer¿s blood glucose level was unknown. The customer stated that the insulin pump had unexplained or random no delivery alarm. The customer stated that they saw alarms other than low battery and low reservoir. The insulin pump will not be returned for analysis.